Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause is not established for foreign objects in the nozzle. The likely cause of the plastic distal end cover burn was due to a high-energy treatment device was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the nozzle and the plastic distal end cover had a burn. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h2, h11. Upon review of complaint record, it was noted field h11 was inadvertently marked with square brackets. The complaint should not have included those symbols.

Event description:
No additional information received from customer.